Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that advisory code was displayed as vitrectomy high speed cutting was compromised during cataract surgery with intraocular lens implantation. A new probe was opened to complete the surgery. There was no patient impact.